Event description:
It was reported that the device was under-reporting the atrial tachycardia/atrial fibrillation (at/af) burden. The device atrial high rate collection delay was turned off and the pvab was decreased. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).